Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp)the rn in ccu called regarding an unable to update timing message on the pump and it keeps jumping back in forth from ECG to pressure trigger. Texted image revealed the patient is in ECG trigger, lead iii, auto mode, patient in afib rate 80¿s-115. For the unable to update timing message, it was explained it was likely due to the poor and at times chaotic ECG signal. The nurse was advise to move the ECG patched to the anterior chest and she stated this looked worse. She also attempted to get a better signal by adding doppler gel to the patches, moving them to the left chest to ¿hug the heart¿ and the nurse got an different set of ECG cables, but still not a lot of improvement. However, she stated the unable to update timing message did go away. She attempted to try and get the ECG to stay in lead ii but that was unsuccessful. She was also advise to put the pump in standby and flush the lumen at least 15 seconds, also to check the connections, pressure bag, the amount of extender tubing which were all normal. It was explained that due to the irregularity of the new onset afib this might be the best waveforms we can get. She stated that other members of the care team and perfusion are aware and have been trying to assist in the troubleshooting. They believed it might be the pump and are wanting to switch to another pump. The rn called back to say they made the decision to switch out to a different pump and were going to send the first one to biomed to be assessed. There was no harm to the patient reported.

Manufacturer narrative:
It was reported that the device the cs300 intra-aortic balloon pump (iabp) unable to update timing message on the pump and it keeps jumping back in forth from ECG to pressure trigger. Texted image revealed the patient is in ECG trigger, lead iii, auto mode, patient in afib rate 80¿s-115. For the unable to update timing message, I explained it was likely due to the poor and at times chaotic ECG signal. I had the nurse move the ECG patched to the anterior chest and she stated this looked worse. We also attempted to get a better signal by adding doppler gel to the patches, moving them to the left chest to ¿hug the heart¿ and the nurse got a different set of ECG cables, but still not a lot of improvement. However, she stated the unable to update timing message did go away. We attempted to try and get the ECG to stay in lead ii but that was unsuccessful. I also had her put the pump in standby and flush the lumen at least 15 seconds, also to check the connections, pressure bag, the amount of extender tubing which were all normal. I explained that due to the irregularity of the new onset afib this might be the best waveforms we can get. She stated that other members of the care team and perfusion are aware and have been trying to assist in the troubleshooting. They believed it might be the pump and are wanting to switch to another pump. Madison called back to say they made the decision to switch out to a different pump and were going to send the first one to biomed to be assessed. No harm to the patient.

Event description:
N/a.